Event description:
After sling was placed in proper position, the sling device appeared to be defective and unable to seat sling in proper place. This sling was removed and new sling device used without any problems.